Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to a drop in impedance (down to 150 ohms). Lead programmed unipolar. Impedance drop was detected on home monitoring. No adverse patient events reported. Should additional information become available, this file will be updated.